Event description:
It was reported that the autopulse resuscitation system (s/n (B)(4)) stopped working after it was cleaned following a code that occurred on (B)(6) 2013. Crew theorized that possibly water from the cleaning might have caused the incident therefore the crew allowed the autopulse sit for a few days, in an effort to dry it out. After this the autopulse was observed to be working again. On (B)(6) 2013 the crew worked another code and the autopulse worked properly. However, the crew indicated that the autopulse resuscitation system stopped working again and did not come on at all on (B)(6) 2013. Customer also indicated that the batteries used in conjunction with this device appear to be working fine. No adverse patient sequelae was reported and no additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no residue was found on the circuit boards. The platform was functionally tested with a manikin and a large resuscitation test fixture (equivalent to a (B)(6) pound patient) and no problems were encountered; the platform performed as intended during functional testing. A review of the archive did not indicate any user advisories on the reported event date of (B)(6) 2013, however multiple user advisory 2 (compression tracking error) and user advisory 7 (discrepancy between load 1 and load 2 too large) faults were still observed to have occurred, with the most recent occurrences on (B)(6) 2013. Based on review of the archive, the reported complaint has been confirmed. A root cause could not be determined.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 08/29/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.